Manufacturer narrative:
D6a and d6b: added implant and explant date. D9: updated devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. Investigation summary: reported priming issue (¿pump would not prime effectively¿) on ic8044 was found to be unrelated to the console.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella 5.5. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale/review: ip2 aic. An impella 5.5 was placed to support a patient who had previously been supported by an intra-aortic balloon pump (iabp), ECMO, and respiratory support with a vent after being admitted with known cardiogenic shock and cardiomyopathy, scai stage d shock. The pump was placed but removed when the pump failed to prime effectively. The team troubleshot by changing the purge fluid, the cp pump, and finally the aic itself was replaced. The new aic and new cp pump support the patient.